Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust and inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. A separation was noted in the inlet tube of the reservoir at the tube/strain relief junction. This was a site of leakage. Microscopic examination revealed an area of abrasion adjacent to the separation, indicating the tubing had been kinked and abraded against itself for a period of time. Based on examination of the returned product, it was concluded that the abrasion marks noted on the longer exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the inlet tube of reservoir to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a system leak that was confirmed by imaging prior to the explant procedure. No other adverse patient effects were reported.